Event description:
The customer reported seven (7) false positive results with ID now covid-19 2.0 test-kit on (B)(6) 2023. Per the customer, the patient received positive results with ID now covid-19 2.0 test-kit, and a negative result on a pcr test. This MFR. Report addresses test six (6) of seven (7) tests, lot number involved m229061 quantity (2). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional daat: h4: device mfg date. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m229061 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m229061 and test base part number 192-430 / lot m229061. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m229061 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, it could have possibly been related to the specific sample. H3 other text : device discarded, single use.

Event description:
The customer reported seven (7) false positive results with ID now covid-19 2.0 test-kit on (B)(6) 2023. Per the customer, the patient received positive results with ID now covid-19 2.0 test-kit, and a negative result on a pcr test. This MFR. Report addresses test six (6) of seven (7) tests, lot number involved m229061 quantity (2). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion. H3: device discarded, single use.